Event description:
During AED deployment, the device couldn't analyze the pt. (B) (4).

Manufacturer narrative:
Method: cdr was reviewed for this incident. Conclusion: this report is being filed as it cannot be concluded that a recurrence would result in an adverse event.